Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The inspection of the device shows physical damage of the housing. Also there were loose parts inside of the device. The cause of the damage was not determined. A service history review revealed no previous service events were related to this reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that a patient experienced an incorrect spiking during the therapy involving a baxter uv-flash. According to the reporter, the nurse noticed that the machine was blocked during the spiking step. According to the nurse she stopped and restarted the machine without success then she called the technical service of baxter because she could not open the door. When the door was then opened, the bag was not spiked. The nurse observed that the spike had air exposed, and there was about 1 cm between the spike and the bag. The patient has been transferred to the hospital to be dialyzed and to change the transfer set. According to the nurse, the patient did not show any clinical consequences. The transfer set has been changed and a prophylaxis antibiotherapy has been given to the patient: 1 injection of cefazoline (cefacidal - bms). No further information is available.